Event description:
Philips received a complaint on the device efficia dfm100 indicating that it is very slow when selecting the plates at the start-up of the functional test as it passes about 5 minutes on the general system test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction update: remote support was provided, the device was evaluated with the customer. The device is reported to be working and passing functional testing, but is very slow. The customer was provided information regarding service and repairs. Device remains at the customer site. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available there is insufficient information to confirm the reported problem and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however no repairs were performed and the device has not been made available to philip. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device is very slow even though it is working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device is very slow even though it is working. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support was provided, the device was evaluated with the customer. The device is reported to be working and passing functional testing, but is very slow. The customer was provided information regarding replacement parts (som (system-on-module) assembly board) and labor. Device remains at the customer site. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however no repairs were performed and the device has not been made available to philip. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.